Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
383647, lot no: 9135959. It was reported that before use of the bd nexiva dual port with cap 20ga 1.00in (1.1 mm x 25 mm) needle is difficult to retract from the catheter. The following has been provided by the initial reporter: the complaints are all on nexiva needle being difficult to retract from the catheter. These are used by experienced nurses and rmo who had used it for past 2 years, so we don¿t identify it so much of a lack of experience issue.

Manufacturer narrative:
H.6 investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened non retracted sample with an additional miscellaneous connector. In addition, three photographs were also submitted which displayed the packaging information and a picture of the nexiva unit. Upon the visual inspection of the unit there was no damage to the needle, grip, tip shield, septums, or excessive adhesive present. A functional test was performed on the unit. The needle retracted easily and smoothly. Revealing no abnormalities. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. The DHR for lot number 9135959 has been reviewed: this lot was manufactured and packaged on nfa line 1 from 18may2019 through 21may2019 for a quantity of (B)(4).one related qn was found during the DHR review qn#(B)(4). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
383647 - lot no :9135959. It was reported that before use of the bd nexiva dual port with cap 20ga 1.00in (1.1 mm x 25 mm) needle is difficult to retract from the catheter. The following has been provided by the initial reporter: the complaints are all on nexiva needle being difficult to retract from the catheter. These are used by experienced nurses and rmo who had used it for past 2 years, so we don¿t identify it so much of a lack of experience issue.